Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.480 miu/ml with a data flag. The sample was automatically repeated and the result was 279 miu/ml. The tech repeated the sample a third and fourth time with a result of 0.466 miu/ml. The result of 0.466 was reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number was 173268. The expiration date was requested, but was not provided. It was noted the customer was not using the recommended sample rack adapters.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.